Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported length of the trocar needle longer than catheter issue as no objective evidence was provided for review.the definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a percutaneous cyst ultrasound guided drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a percutaneous cyst ultrasound guided drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8fr navarre drainage catheter was returned for evaluation. The inner stylet was returned within the cannula and catheter. Visual and functional evaluations were performed. The inner stylet and cannula were not locked into place. The cannula and catheter were locked into place at the catheter hub. An attempt to carefully remove the inner stylet and cannula from the catheter was performed and was successful without issue. An attempt to load the inner stylet and cannula into the catheter was performed and was successful without issue. The stylet and cannula locked into place without issue. The distal tip of the stylet was noted at the distal end of the catheter. Due to the condition of the device, the dimensional observation was not performed. Therefore, the investigation is inconclusive for the reported trocar length longer than catheter issue as the returned sample was not in proper condition to test for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a catheter placement procedure suing navarre opti drain. During preparation of a percutaneous cyst ultrasound guided drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed by using another device. There was no patient contact.